Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the implant procedure the patient fell. It was noted the right ventricular (rv) lead then dislodged. The lead was explanted and replaced, however following the revision it was reported the right atrial (ra) lead also dislodged. The ra lead was also explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial (ra) and right ventricular (rv) were attempted to be repositioned after dislodging but this was unsuccessful.

Manufacturer narrative:
Product event summary:the full lead was returned, analyzed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.